Event description:
It was reported that this left ventricular (lv) lead exhibited displacement from the coronary sinus (cs), and after subsequent attempts to recannulate the cs were unsuccessful, the physician opted for a left bundle branch area lead and a new generator. This lv lead was explanted and will be returned for analysis. No additional adverse patient effects were reported.